Event description:
It was alleged that the cot legs would not retract. When the emt's were attempting to retract the legs. The patient shifted their weight causing the emt's to lose control of the cot causing it to tip. The patient allegedly received abrasions and the emts alleged back, arm, and neck injuries. Both of the emt's were treated for their injuries. No treatment was reported for the patient.

Manufacturer narrative:
It was reported by service report that the cot legs would not retract, when trying to pull up the base height on the cot the patient shifted his weight causing the operators to lose control of the cot and it tipped. The patient was reported to have minor abrasions. It was also alleged that the employee was sore in his upper body but did not require medical intervention.

Event description:
It was alleged that the cot legs would not retract. When the emt's were attempting to retract the legs. The patient shifted their weight causing the emt's to lose control of the cot causing it to tip.